Event description:
It was reported that the pt had inconsistent therapy starting about six months ago with no report of trauma or falls associated with loss of therapy. The device had telemetry issues with the possibility of a dead battery.

Manufacturer narrative:
(B) (4).